Event description:
The rn noticed that the foley catheter bag was leaking when the bag was being emptied for shift totals. The rn saw a crack in the urimeter that may have been causing this. The crack is in the plastic urimeter itself at upper corner at the back. There have been ongoing issues with catheters although this break is in the plastic box itself not in bag. The MFR is aware and examinations are in progress.